Manufacturer narrative:
After further investigation, the customer noted that no smoke was seen. The field service representative inspected the instrument and did not observe damaged or charred parts. Based upon this new information provided, this complaint is no longer a reportable event and no additional information will be submitted.

Event description:
The customer heard a loud "pop" and observed visible smoke coming from the alinity I processing module. Additionally, it was reported that the instrument had been generating error 3424 (r1 pipettor aspiration error) and error 3034 (liquid not found for r1 pipettor in the middle reagent bottle at the reagent carousel position). No injuries or harm to the user were reported. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer heard a loud "pop" and observed visible smoke coming from the alinity I processing module. Additionally, it was reported that the instrument had been generating error 3424 (r1 pipettor aspiration error) and error 3034 (liquid not found for r1 pipettor in the middle reagent bottle at the reagent carousel position). No injuries or harm to the user were reported. No impact to patient management was reported.